Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to atrial arrhythmia burden. Stored episodes of atrial tachy response demonstrated the alert was due to farfield r-wave oversensing, inappropriately labelled as atrial fibrillation. Technical services recommended further review of the device programming. The crt-d remains in service and no adverse patient effects were reported.